Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty implanting the right ventricular (rv) lead. It was also noted that the helix was damaged. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.